Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's log file was noted to have recorded fluctuating speed, power and flows. Log files submitted to the manufacturer for analysis showed transient power associated with either pi events, "power cable disconnected" or "low battery advisory" alarms. A transient power saver mode event associated with a low battery hazard was also captured in the log file. According to the follow-up information provided to the manufacturer, the pt was discharged home; however he returned to the hospital due to wattage fluctuations to peaks of 15 watts, elevated lactate dehydrogenase (ldh) and hepatic levels. An admit echocardiogram (echo) performed by the hospital demonstrated ventricular septum (peaks to 3000+ bowing to the left ventricle. The pump speed was reduced form 10800 to 10400 rpms, the pi was 5.8 and pump power was at the baseline level of 8.2. The pt was admitted to the emergency room (ER) for further evaluation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.